Event description:
It was reported that at the completion of a tibia nail insertion, the instrumentation broke, non-union of tibia. Procedure was completed successfully and no other medical intervention was required. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted and it states that the ria system is intended for use to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is indicative of damage inflicted by use of non-recommended high speed/high torque drive unit that exceed device recommendations for use. Such excess speed and torque can compromise the delicate distal reamer head and hex connection. It is critical for the reliable function of the drive shaft and single use reamer heads that a cannulated drive unit that will deliver only a range of 3.5-4.5nm of torque and 700-900rpm(std. Drill speed) be strictly used. It is likely that use of the high speed and high torque reaming device used with this drive shaft has repeatedly over torqued the drive shaft, reamer heads and specifically the retainer tip causing fatigue and ultimate fracturing of the retaining tip. The condition of the returned device indicates that it was subjected to forces in excess of that required for its intended use. The design of the drive shaft was evaluated and is adequate for its intended use when used as recommended. The complaint determination is invalid from a design perspective.

Manufacturer narrative:
Criterion tool & die manufactured the drive shaft ¿ minimum 520 mm length ¿ for use with ria, the supplier¿s certificate of compliance indicates the parts were manufactured to the correct part number. The parts were made to the correct material requirements and met the hardness and required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number. No complaint related issues were found.(B)(4)